Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to a high blood glucose on (B)(6) 2017. The customer's son reported high blood glucose levels that were not coming down and the customer ended up in the hospital for a couple of days. The blood glucose value at the time of admission 600+ mg/dl. The customer had symptoms of nausea, vomiting and chest pains. The customer treated for the high blood glucose level with the insulin pump throughout the night and in the morning started with manual injections. The customer was wearing the pump at the time of the hospitalization. The customers current blood glucose level was unknown. The technician performed troubleshooting and confirmed the insulin pump is working as designed. The infusion sets where changed 2 times and found one of the cannulas bent. The customer was advised to change the entire set, reservoir and insulin and treat per the healthcare provider's instructions. The insulin pump will not be returned for analysis.